Event description:
It was reported that prior to starting a da vinci si procedure, during set up, the surgical staff reported seeing the orange cover peeling on the monopolar curved scissors instrument. The instrument was not used in the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of orange cover is peeling is confirmed. Tube extension has one side where most of the orange pad printing has been removed. There are scratches around the area that has pad printing removed. Evidence not conclusive, but damage may be due to improper cleaning. Additional observation not reported by site is a broken tube extension. Tube extension is broken and missing a .185 x .145 piece at the prox clevis interface. Clevis is dislodged from tube extension. Tube extension fractured next to one of the keys that mates with the prox clevis. Evidence not conclusive, but tube extension likely broke due to excessive side loading or other mishandling/misuse. Electrical continuity passed. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The cleaning and sterilization user manual specifically states: o when scrubbing the tip of cautery instruments, take care not to damage the insulation. O do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage